Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has post feature fractured off. All pieces were returned. Therefore, the reported event was confirmed. DHR was reviewed and no discrepancies were found. The device was manufactured in march of 2014 and had an approximate field life of three (3) years and eight (8) months with an unknown frequency of use. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured during disassembly in decontamination at conclusion of the case. There was no patient involvement.